Manufacturer narrative:
(B)(4). Requests for the product to be returned were made. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to a conductor damage that was caused by a forceful removal of the lead during the implant procedure. As per additional information from the field representative, the lead exhibited lead insertion difficulty as it was stuck in the atrium, hindering the proper implant of the lead. The physician decided to remove the lead but the removal of the lead requires a significant amount of force with retraction, causing the lead to stretch and the lead conductor eventually snapped. Additional information was received from the field representative who confirmed that the whole lead was retrieved and will be returned. This rv lead was replaced and a new rv lead was successfully implanted. This lead was never in service. No adverse patient effects were reported.